Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
Customer reported dropping insulin pump multiple times during the day. Customer experienced an elevated blood glucose (bg) level of 340mg/dl. While changing out their infusion set, they removed their site and found a bent cannula. The customer replaced their infusion set site and bg level came down to 95mg/dl. Infusion set information was not provided.